Event description:
Reporter indicated that vns patient underwent explant surgery due to infection. The patient had recently undergone generator replacement surgery and developed an infection afterward. Both the original lead and the replacement generator were explanted. Review of manufacturing records for both the pulse generator and the biopolar lead confirmed sterilization of devices.

Event description:
Product analysis on the concomitant device (lead) was performed. Product analysis summary: there is a break in the outer tubing at 25.0 cm. The end of one coil (unmarked lead) appears to have been cut. The outer coil (marked lead) appears to have broken. The appearance of the marked lead coil shows that a corrosive condition was present prior to explant. Since the condition is contained to a very small area and enclosed by both inner and outer silicone tubing, it is not expected to be associated with the infection. The appearance of the coil shows that corrosion was present before explant occurred. As suggested by the observed metal dissolution, the fracture mechanism was caused by the cutting of the coil wire. This finding suggests that there was no discontinuity in the lead prior to it being cut during the explant procedure. The lead pins showed evidence of a proper mechanical and electrical connection. Continuity checks did not identify discontinuities on the lead portion returned. As a result there were no findings in the product analysis that could be attributed to the infection. The infection was likely due to the recent generator implant surgery. The lead had been implanted since 1999.